Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3987, serial# (B)(4), implanted: 2000 (B)(6); product type lead product ID 7496-66, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the recharger screen was unresponsive and the patient was getting a screen that was not allowing them to recharge the implantable neurostimulator (ins). It was noted that this was noticed on 2014 (B)(6) when the patient went to recharge. The patient was assisted in doing a reset and the patient was able to get the recharge screen again. It was noted that the patient would recharger the ins. It was further noted that the patient saw ¿time and 15¿ on the recharger screen. A reset reportedly resolved the issue. It was further reported that the patient had no stimulation sensation. Additionally, the patient reportedly had pain, was ¿real uncomfortable,¿ and their hands were itchy. It was noted that this returned on 2014 (B)(6) when the stimulation stopped due to the ins battery depleting. It was also reported that the patient had lost therapeutic effect. Additional information has been requested but was not available as of the date of this report.